Event description:
The physician was using a sprinter rx device to treat a lesion, the sprinter was inflated to 6atm and the balloon burst during pre-dilatation.

Manufacturer narrative:
Evaluation results: no results available. Since no evaluation performed- device or procedural images not provided for review. Evaluation conclusion: unable to confirm complaint - device or procedural images not provided for review. (B)(4).